Manufacturer narrative:
Pump unable to prime during prime and system sensor test due to faulty resistor. Unable to perform the no delivery test due to prime anomaly. Motor error alarm during the occlusion test due to faulty force system resistor.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 399mg/dl at the time of incident. Troubleshooting found that the displacement and self tests passed. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.